Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-00316. It was reported that the right ventricular lead exhibited high capture thresholds. Programing changes were performed. On (B)(6) 2019, the lead was explanted and replaced. The patient was in stable condition. Post procedure, it was noted that the pulse generator exhibited backup vvi operation. Programming changes were discussed, no intervention or additional information was reported.